Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported the customer experienced pain with insertion of freestyle libre sensor. The customer felt pain through arm after sensor insertion, and eventually lost consciousness. The customer's girlfriend assisted so he would not hit floor and removed sensor. There was no treatment provided. There was no report of death or permanent injury associated with this event.